Event description:
(B)(4). I had to have a hysterectomy due to this device. This device gave me anemia, arthritis, hair loss, back pain, heavy bleeding, chest pains, anxiety, scalp pain, pelvic pain and migraines. Yes my insurer did pay for implant.